Event description:
A discordant (B)(6) result was obtained on the advia centaur xp for one patient which was reported to the physician the sample was repeated the following day on an alternate system in triplicate (after centrifugation) and a corrected report was sent out. There is no known report of patient treatment or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens tas (technical applications specialist) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the tas updated the advia centaur xp ehiv test definition to repeat (B)(6) results in duplicate for all initial results greater than (B)(6). The operator did not follow the advia centaur instructions for use: specimens with an index value greater than or equal to (B)(6) are considered initially (B)(6) for antibodies to (B)(6) and should be retested in duplicate after centrifugation. If one or both of the duplicates are (B)(6), the specimen is repeatedly (B)(6) by the advia centaur (B)(6) enhanced assay. The instrument is performing within specifications. No further evaluation of the device is required.